Event description:
The pt reportedly developed experienced skin breakdown at the implant site. The pt's device was explanted. Advanced bionics is in the process of gathering more info. Once add'l info is rec'd, a supplemental report will be submitted.